Event description:
It was reported by (B)(6) that the mini air drill device did not function properly. It was further reported that the device continued to run after it was switched off. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Date of manufacture was not available. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the rotator press fit was loose, the coupling shaft was twisted, valve block jammed and the bearings were corroded. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.